Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the low resection of rectal cancer, after fired, noted no staple, which result the anus-preserving failed, used suture to oversew and created the permanent stomy. The surgery delayed about 6 hours. The patient is stable and in hospital now.